Event description:
It was reported that a dissection occurred. A percutaneous transluminal coronary angioplasty was performed on a left anterior descending artery (lad). A 20 x 3.00 promus premier select was deployed in the lad. Following deployment, and while taking orthogonal views of the deployed stent, an edge dissection was noted. Another promus premier select stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported in relation to this event. It was further reported that the 85-95% stenosed target lesion was located in the mildly tortuous and non-calcified lad. The target lesion was predilated, there were no issues with stent deployment, and the stent fully deployed.